Event description:
It was reported that the right atrial (ra) lead exhibited high capture threshold and the left ventricular (lv) lead exhibited failure to capture. Fluoroscopy was performed and revealed a dislodgement of both the ra and the lv leads. The leads were explanted and replaced. The patient was in stable condition.